Event description:
It was reported that stent damage post deployment after secondary device interaction occurred. The 100% stenosed target lesion was located in the mildly tortuous saphenous vein graft (svg) to an obtuse marginal artery. During procedure the physician used a non-bsc wire but he ended up placing a 3.50x38mm promus premier stent wire to treat the lesion. As he was retrieving the non-bsc wire the end part of it deformed the proximal end of the promus stent. The non-bsc device got entangled in the stent but was able to remove the non-bsc wire out of the stent, the non bsc wire was put down to bring a balloon but it then deformed the stent down to approximately 16mm-20mm in length. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).